Manufacturer narrative:
Additional information received that there was a mechanical failure in the pump. The cylinders were replaced. The patient outcome was reported to be very good with the functional implant.

Event description:
It was reported that the ams700 inflatable penile prosthesis device had a mechanical failure. Another device was implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
Malfunction was reported. The ams700 pump was visually inspected and functionally tested. No leak was found. Both cylinders performed within specifications. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. Pump also failed the inflate test. Review of the manufacturing records for this batch cannot be performed, as no batch number was reported and a ship history cannot be performed. Labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that mechanical failure occurred with the patient ams 700 inflatable penile prosthesis (ipp). The ipp preconnected pump and cylinders were removed and replaced. No further issues were reported.

Event description:
It was reported that the ams700 inflatable penile prosthesis device had a mechanical failure. Another device was implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.